Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the catheter noted blood and contrast visible in the inflation lumen, consistent with a separation while in the patient anatomy. The balloon was tightly folded. The distal shaft was separated 1.2 cm distal to the guide wire exit notch, confirming the reported separation. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire exit notch was torn for a length of 1.2 cm up to the separation. There was a kink in the distal end of the tip. There were multiple bends in the entire length of the hypotube. The tip length and 2/3 collapse balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical conditions were not reported with the case information which may have aided in the investigation. It is likely that the lesion characteristics contributed to the resistance during advancement and retraction as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that as resistance was encountered during retraction, if force was applied to the catheter and guide wire in the attempts to remove the devices from the anatomy, if the devices were manipulated, this would contribute to the shaft separating as the tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. Additionally, all catheters are inspected for damage. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that the mini trek balloon dilatation catheter failed to cross into the diagonal artery. During removal, the device met resistance at the guide wire exit notch and broke into two pieces at the tuohy borst valve. The device was completely removed without intervention. There was no significant delay in procedure and no adverse patient sequela reported. There was no additional information provided.